Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged ECG c and d cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service eval, the electrode belt's ECG c and d cable was damaged. ECG d was missing and ECG c was damaged. This prevented the electrode belt from effectively monitoring either the side to side or front to back channel. The root cause of the damaged ecgs cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.